Event description:
It was reported that the physician experienced a wet tap when the glass syringe stuck during use. The pt required two blood patches as a result of the problem, but was discharged when there were no further complications.